Event description:
Boston scientific crm received information that during an upgrade procedure this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered two inappropriate shocks due to oversensing. There were also several episodes of pacing inhibition that lasted more than 2 seconds. The device was programmed to off- electrocautery. The device was removed from the pocket and the leads were removed from the device header. The leads were reconnected and all measurements were within normal limits. As the pocket was being closed additional oversensing with pacing inhibition presented. The device was programmed to tachy mode off prior to the patient receiving additional inappropriate shocks. The device was removed. Another manufacturer's chronic rv pace/sense lead was connected to a new crt-d. The pace/sense portion of the rv lead was abandoned, but remains in service for defibrillation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. During returned product analysis, the defibrillation, pacing, and sensing functions of the device were verified to be functioning normally. A review of a stored device egm revealed that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Although all seal plugs were found to be intact (free of physical damage), blood and body fluid infiltration was observed in the rv port. Further inspection of each seal plug found that the pre-slit center depression of the rv seal plug appeared to be slightly open.